Manufacturer narrative:
H3: the reason for the revision reported was likely due to an infection. However, the reason for the infection cannot be conclusively determined based on the information provided, but may be related to an underlying patient condition. Infection is a known potential surgical complication. The wear noted on the image of the explanted humeral liner is likely the result of impingement with the scapula. However, this cannot be confirmed as the devices were not available for evaluation.

Event description:
It was reported that this male patient's left shoulder was revised approximately 3 years 6 months post op. Patient presented with pain and redness in shoulder joint. Swabs suggested underlying infection. Patient was last known to be in stable condition following the event. Product not returning: disposed.